Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 8fr sheath, after a cerebral aneurysm intervention procedure. Reportedly, when the plunger was removed, strong resistance was noted and the plunger could not be removed. The foot was retracted and the proglide device was pulled back slowly until the guide wire exit notch reached the skin level. The suture was cut and the plunger was able to be pulled out of the device. The proglide device was removed and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported plunger retraction issue was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.